Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: supplier ¿ eptam precision metals / inspected, packaged and released by: monument. Release to warehouse date: oct 04, 2019, expiration date: aug 31, 2028, part number: 351.706s, 2.5mm reaming rod with ball tip/950mm - sterile, lot number: 13l2648 (sterile) , lot quantity: 75. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, 351if706 rev p met all inspection acceptance criteria. Certificate of conformance supplied by eptam dated 24-sep-2019 was reviewed and determined to be conforming. Tensile strength specified as minimum 2000. Certified at 2273. Tensile strength of ball tip specified at minimum of 1023. Certified at 1605-1963. Packaging label log (pll) lppf rev g, lmd rev b was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16717 supplied by ethicon (albq) was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of this product that would contribute to this complaint condition. Component part(s) reviewed: part number: 41033, mp35nri2.50, lot number: h879357, lot quantity: 2,022 lbs. Certificate supplied by zapp dated mar 07, 2019 was reviewed ad determined to be conforming. Lot summary report dated apr 14, 2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review 29-oct-2019: DHR reviewed this lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot . Manufacturing location: supplier ¿ eptam precision metals / inspected, packaged and released by: monument. Release to warehouse date: oct 04, 2019. Part number: 351.706s, 2.5mm reaming rod with ball tip/950mm - sterile. Lot number: 13l2648 (sterile) . Lot quantity: 75. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, 351if706 rev p met all inspection acceptance criteria. Certificate of conformance supplied by eptam dated sep 24, 2019 was reviewed and determined to be conforming. Tensile strength specified as minimum 2000. Certified at 2273. Tensile strength of ball tip specified at minimum of 1023. Certified at 1605-1963. Packaging label log (pll) lppf rev g, lmd rev b was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16717 supplied by ethicon (albq) was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of this product that would contribute to this complaint condition. Component part(s) reviewed: part number: 41033, mp35n*ri2.50. Lot number: h879357. Lot quantity: 2,022 lbs. Certificate supplied by zapp dated mar 07, 2019 was reviewed ad determined to be conforming. Lot summary report dated apr 14, 2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review . Oct 29, 2019: DHR reviewed . This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a long titanium trochanteric fixation nail system (tfn) on (B)(6) 2019, when the surgeon was trying to put a small bend on the tip of a reaming rod with ball tip, the last inch towards the ball tip snapped off and it happened with two (2) consecutive reaming rods. A backup reaming rod was used. There was a surgical delay of 1-2 minutes. The surgery was successfully completed with no adverse consequence to the patient. Concomitant devices reported: unknown bender (part# unknown, lot# unknown, quantity# unknown) this complaint involves two (2) devices. This is 1 of 2 for report (B)(4).